Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) dropped to 32 mg/dl. The patient's wife called 911 and a ambulance arrived to render treatment. For treatment, the patient was given intravenous (IV) fluids and sugars. The pdm was dropped in water.